Event description:
Healthcare professional reported a cracked header on a dialyzer after it was reused 22 times. Per the healthcare professional, the crack was noted prior to use and there was no pt injury.